Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was deployed, but the size was not correct for the patient's anatomy, so it was fully recaptured and removed. Another closure device was deployed and this one was successfully implanted. Post procedure, the patient experienced shortness of breath. A pericardial effusion occurred and a blood transfusion was performed. The patient has since been discharged from the hospital.